Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the straight twirl pipe didn't stay fastened to the light blue connector. The disconnection reportedly has caused a life threatening situation for the child as the saturation had fallen. The nurse reportedly has detected the disconnection.

Manufacturer narrative:
The affected ergo star cm60 was visually inspected finding that the blue connector was not glued as described in the corresponding work instruction. A deeper investigation of the manufacturing process on supplier site revealed that most likely a human error during the gluing process is root cause for this symptom. The production staff was already trained again on the specific process step. A detached blue connector is leading to a significant leakage which is detected and alarmed during the pre-use check before patient use or which is also alarmed during use. Furthermore a loose connector is obvious and easily detectable by the user. Supplier performance is subject to constant monitoring. The 12 months average of quality issues over all products purchased from this particular supplier is in the range of (B)(4) which can be considered well-acceptable.

Event description:
Please see initial-report.